Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the er320 instrument clip ejected when instrument was used to stop bleeding. Another instrument was used to complete the case.